Manufacturer narrative:
H6: device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the notified date for this event is 2018-oct-05, previously it was reported that the notified date was 2018-oct-08. It was reported that the drug in the pump was morphine 5.0 mg/ml at 2.5030 mg/day via simple continuous dosing. It was reported that the estimated elective replacement indicator (eri) indicated that there are still nine months left, but the critical alarm went off and the motor stall occurred so the pump was replaced. It was reported that the clinician programmer showed the reservoir volume was 2.5ml, however, after removal the actual reservoir volume was 10 ml. However, the images provided of the clinician programmer showed that the reservoir volume was 18.1 ml. The clinician programmer also showed that there was a 'stopped pump period may exceed tube set' message. It was reported that there was no specific issue that may have led to or contributed to the issue. There were no reported diagnostics and troubleshooting performed. It was reported that the issue was resolved at the time of this report. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the patient did not experience any symptoms. It was reported that when the patient had their refill, the reservoir volume in the clinician programmer was 2.5ml, however, the actual reservoir volume was 10ml. After a few days the critical alarm went off and the motor stall occurred. It was noted that the images of the clinician programmer that were provided to medtronic showed the status before the replacement, where the actual reservoir volume was 18.1ml. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving an unknown drug with an unknown daily dose and unknown concentration via an implantable pump for an unknown indication for use. It was reported that there was a pump issue and the pump and catheter were explanted. The patient status at the time of the event was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6:eval code-conclusion: no longer applies to this event, eval code method: no longer applies to this event, eval code-result: no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The statement that was previously submitted was incorrect. The following statement is the correct analysis information. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.